Manufacturer narrative:
Philips service cleaned the hard disk and rebooted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the patient image was missing due to device malfunction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.